Event description:
It was reported the during the implant attempt, the physician tightened the set screw with the hex wrench. The set screw then remained on the hex wrench. It was thought that the set screw threads or grommet threads were stripped. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the device was returned and analyzed and no anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).